Manufacturer narrative:
The returned devices have been reviewed. Since the cup is attached to the inserter, the condition of the inserter threads cannot be evaluated. The exact field age of the instrument is unk. It is also not known whether proper surgical technique was followed. Based on the above info and observations, seizing may be caused by one or a combination of the following occurrences: the threads on the inserter may have been damaged prior to this event; cross threading along with impaction force might have led to this situation; off-axis impaction of the component either with sufficient or insufficient thread engagement. The exact cause for this event, however, cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the trilogy cup is stuck on trilogy cup inserter. The cup would not unscrew after being impacted. It appears the cup cross-threaded on the inserter. An additional trilogy inserter was not available, so the surgeon implanted a competitor's cup.